Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported when checking device pacing rate, the atrial threshold could be conducted but then the programmer would not change to conduct ventricular threshold. The programmer was returned for service. No patient complications were reported as a result of this event.